Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the report of thrombus detachment was irrelevant to the mdt device/procedure. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 4-20 stent device and the rebar 18 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damages were noted. The catheter body is in good condition. No voids or flashes were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the solitaire fr 4-20 stent device was tested for resistance using the returned rebar 18 catheter. No resistance was encountered. The rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested using an in-house 0.021-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaint could not be determined, as no issues were encountered while testing the returned solitaire fr 4-20 stent device and rebar 18 catheter. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, a lack of continuous flush with heparinized saline during the procedure, the user not maintaining the correct flush rate, or the rhv being loose during delivery. In this event, the customer stated that the vessel tortuosity was normal, the returned rebar 18 catheter was compatible with the solitaire fr 4-20 stent device and the rebar 18 catheter was not damaged, ruling out vessel tortuosity and an incompatible or damaged catheter as potential causes. It was also reported that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a potential cause. Thus, a lack of continuous flush with heparinized saline during the procedure, the user not maintaining the correct flush rate, or the rhv being loose during delivery could have contributed to the resistance failure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2025, during an aneurysm interventional embolization surgery, the patient had a thrombus detachment. The surgeon decided to use the fr stent to remove the thrombus. The thrombectomy was performed correctly, but after the stent reached the distal end of the microcatheter, it could not be pushed out of the microcatheter. After multiple attempts, it still could not be pushed out. After the surgeon replaced the thrombectomy stent and catheter, the surgery was successfully completed and the patient was not injured. There was resistance during delivery. The vessel was not tortuous. The resistance occurred in the distal section of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 4.1 mm and a 3.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The access vessel was the femoral artery.